Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to leaflet damage. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative mitral regurgitation (mr) grade 3. The mitraclip (cds0502) was implanted without reported issue. Five minutes following mitraclip implantation, the tip of the clip arm had pierced the leaflet (tissue damage). Reportedly, there was no device issue noted and the mitraclip remains stable and well seated on the leaflets. As treatment, another mitraclip was implanted, reducing the mr to grade 1. No additional information was provided regarding this issue.